Event description:
The customer reported that the 9800 system had sparks from the power cord prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.